Event description:
Customer is reporting physical damage to insulin pump. Customer reports to have cracks on the reservoir compartment and display screen. Customer's blood glucose was 51 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case at all display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. No cracked on screen noted.